Manufacturer narrative:
UDI -- (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a catheter was connected to the distal connector of the complaint valve during implant. However, the connector came off from the valve and was with the catheter when the surgeon attempted to disconnect the valve and the catheter. Therefore the valve was replaced with another lp-8806. The lumber catheter (702-jj) has been already discarded, but the complaint valve will be returned to your site. No further information was provided by the hospital.

Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. The valve was visually inspected; the distal catheter for this product is unitized and is attached to silicone housing, the proximal catheter is not attached. The proximal connector was still in place when received, and when pulled would not come away from the valve. No sign of ventricular catheter being attached to the proximal connector (tie marks). A review of manufacturing records could not be performed, as no lot number information was provided. Based on the results of the investigation, the reported issue could not be confirmed, the device functioned as intented. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.